Event description:
On (B) (6) 2010, pt reported she had been hospitalized due to a low blood glucose reading. Pt stated on (B) (6) 2010, she fell on her face and hit her shoulders. Pt reported the paramedics came, took her blood glucose with a reading of 29 mg/dl and was given glucagon. Pt was unable to provide a normal blood glucose range, but stated her blood glucose should not be more than 175 mg/dl. Troubleshooting did not find any product issues. Pt reported she is not currently attached to her infusion device at this time. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.